Event description:
An optometrist reported that seven weeks following photo refractive keratectomy (prk), the patient presented with constant ocular pain and "scratchy eye" (eye irritation), as well as light sensitivity. According to the patient, these symptoms were present during the first month after surgery, improved, and then recurred. Eye medication and lubricant eye drops were prescribed for treatment. In a completed follow up questionaire, the optometrist reported that the symptoms will resolve with the treatment. In the opinion of the surgeon, the laser did not cause or contribute to the event. No further information is expected. There are 2 medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).